Event description:
The or tech went to mix the cement for the implants. She was using 3 batches of cement in the revolution mixer. While mixing, she noted that the liquid didn't fully mix into the powder, leaving it chunky and unusable. She continued mixing it longer than normal, and it still didn't combine. The 3 batches were not usable, and the surgical team had to open up additional batches to complete the case. Two of the batches were from lot 937ab950ja. One batch was from 013ac844cb.